Event description:
After a patient, who was enrolled in a clinical study, underwent an ion biopsy procedure, a pneumothorax was identified that required chest tube placement. The procedure was completed without device malfunctions or other complications reported. The target lesion was 29.9mm x 14.8mm x 13.2mm in size and located in the right lobe on the pleura. Post-procedurally, the patient was found to have with decreased oxygen saturation, decreased breath sound and dyspnea. A chest x-ray showed a pneumothorax. A chest tube was placed for drainage and the patient was given nasal oxygen, dezocine and analgesia for the pain caused by the pneumothorax. The patient has been hospitalized since the procedure. The study investigator did not think the pneumothorax was caused by any of the ion devices, and commented that the manual ventilation, after ventilator disconnection, may have caused lung tension, which potentially can lead to the pneumothorax.

Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.